Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient stated she became paralyzed during the surgery and became an incomplete quadriplegic. No other information is able to be obtained at this time.